Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. Product ID: 3057, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient was restless and got up 4 times the night prior. Contributing factors, actions, interventions, and resolution to this event was unknown at the time of the report. Additional information was received. The patient's wife stated patient it handicapped and the belt may have been bothering them, so they tried to take it off this morning and pulled out the leads and the dressing. They had placed a call to their medical doctor and were waiting for a call back. Additional information was received, patient's wife mentioned again that the patient pulled off the leads and dressing. No further complications were reported or anticipated.